Event description:
The dental implant fx4012swc was removed on (B)(6) 2017 18 days after implantation due to failure to osseointegrate. The doctor indicated that local infection caused the implant removal. The patient has history of hypertension and tobacco use and has recovered without complications.